Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fractured and oversensing. The lead was replaced with the same model. No additional adverse patient effects were reported.